Manufacturer narrative:
The customer¿s reported issue of rear case battery bosses breaking was confirmed on the 5 rear cases received. Customer is using un-approved third party batteries that have not had any dimensional analysis performed by bd. Dried fluid residue was observed around the rear case and area for the battery customer reported they hand tighten the battery screws which is performed by various people; over torquing may be occurring. The received rear cases are the material bayblend fr-110 which is susceptible to premature breakage from chemical attack; bd has released a new version rear case in (B)(6) 2014, made of the material valox 364 which is more robust to chemical stresses. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported that the battery standoffs are breaking with batteries falling out when the devices are in the clinical setting. It was reported by the biomed department, that the batteries were all replaced over the last couple of months by different technicians, not necessarily with a drill however they are all hand tighten with #2 philips screwdriver. The customer stated they are using 3rd party batteries and was told that the 3rd party distributor changed companies and now noticing and increase over the last six months. "The holes on the 3rd party batteries we use, don¿t line up perfectly. They are slightly off by millimeters." There are two companies in canada that supply these batteries. . There was no report of patient involvement.